Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6 visual examination of the returned product identified the juggerstitch was returned without any packaging material/components and has not been cycled. The needle and adjustable depth stop are bent and all sutures and anchors remain in the needle tip; the needle cannot be further analyzed as the depth stop sleeve is discolored. Upon reassessment of the reported event, it was determined to be not reportable. The failure mode originally reported for this device should have been bent, not fractured; therefore, this event is not reportable as there is not a sentinel event for bent with same/similar devices. The initial report was forwarded in error and should be voided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: france. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon attempted to insert the implant it became very difficult to see the end. The surgeon removed the device and noticed that the needle had fractured. There was no report of a foreign body or harm to the patient. Attempt has been made to obtain additional information.